Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that there was a speaker malfunction alarm on device, a speaker malfunction on log files, no speaker sound at start up test and no sound from speaker when tested on mt56060 tool. The customer had received a replacement device to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and a replacement device was ordered to resolve the issue. The defective device was never returned for evaluation. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating there was speaker fault alarm. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.